Event description:
According to the reporter, prior to use, the unit displayed system error 901 and 010 on screen within a few seconds of turning the unit on. The unit was power cycled, the batteries were replaced and sensors were tested. The issue was isolated to the unit. There was no patient involvement. Medtronic's initial evaluation of the incident device found a worn switch membrane due to burn trace overheated discolors (brown-ish) at the flex tail circuit.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that four aa batteries were installed, and the device was powered on and passed post as required. Power cycled unit. Powered off unit. A sensor was connected, and the device took readings displayed readings reflected normal range. No errors were observed during analysis. A calibrated src-max connected and no functional fault was found with the unit. It was reported that the unit displayed system error 901 and 010 on screen. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: front case replaced and worn switch membrane. Visual inspection noted burn trace overheated discolors at the flex tail circuit. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.